Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Pain and mobility was reported at the time of implant failure. Bone quality at the time of implant failure type iii. Primary stability was achieved and osseointegration was not. Time of loss in relation to the implantation was before prosthetic restoration. Dr states bone not found in contact. Percussion test sounded hollow. Implant removed by wiggling and counter clockwise rotation.